Event description:
Pt who experienced an allergic reaction to the dialyzer while undergoing dialysis from a user facility. A call was placed to this facility and additional info as well as the treatment sheets were rec'd in 01/2006. According to the verbal report from rn, this pt has been receiving dialysis with e-beam since the beginning of november of this year. The symptoms reported are that 30 minutes into the treatment, the pt becomes sob with heart palpatations. The rn stated the pt has a lengthy cardiac history of artrial fibrillation and had recently been diagnosed with a pleural effusion. The unit has also been challenging the fluid weight gain and thought his large fluid weight gain could have contributed to the symptoms. Prior to treatment, his heartbeat was irregular. The pt was placed on dialysis and was receiving dialysis when he reported sob, became diaphoretic, and was nauseous. A bolus of ns was given at that time, as well as 25 mg diphenhydramine IV. The symptoms subsided. A decision was made at the end of hemodialysis to prescribe a 180nr dialyzer for hemodialysis. The pt was able to complete dialysis as ordered and was discharged to home at the end of dialysis. No sample is avaiable.